Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels of 600 mg/dl due to a bent cannula. The customer did not report any symptoms. The customer treated with a bolus from the insulin pump. The customer was advised to monitor their symptoms and device. Nothing was replaced or returned for analysis.